Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was determined that the reported stent dislodgement appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca), with no tortuosity or calcification noted. A stent was previously implanted in the proximal right coronary artery, in a different procedure. The vision stent delivery system was advanced past the previously implanted stent, to the mid rca and past the lesion. The sds was retracted to position the stent in the lesion. During this movement, the stent dislodged from the balloon. The stent dislodged in the lesion, and the stent was fully deployed with the sds, resulting in good apposition. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.